Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous transluminal angioplasty and stenting of iliac artery. Reportedly, the lever was returned to the closed position. When the device was retracted, it was stuck. An angiogram was taken and nothing unusual was noted. A little bit of force was used and the device was removed. Upon removal, it was noted that the foot was not entirely closed and some tissue was attached to the foot, probably atherosclerotic plaque. The suture of the proglide device was used to achieve hemostasis. An echogram was performed and the lumen was open at the arteriotomy site, no arterial damage was seen. There was no clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult device removal due to incomplete foot retraction was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficult device removal due to foot retraction issue and no similar incomplete foot parking incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.